Manufacturer narrative:
E1 - full initial reporter establishment name - (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope recognition error. This issue occurred during inspection for use. There were no reports of patient involvement.